Event description:
On (B)(6) 2015, open instrumentation (t10-t12) and mis-tlif (l1,l2,l5,s1) were performed for the patient with pyogenic spondylitis. During surgery, the rod was placed on the screws smoothly and there was no problem with them. However, five days after the surgery, it was found that the screws had backed out. The screws will be replaced with thicker ones at the planned revision.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.